Event description:
It was reported that the physician used two shepherd .014" guidewire - straight - 30g and both broke. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the physician used two shepherd .014" guidewire - straight - 30g and both broke. No additional information was provided.

Manufacturer narrative:
Complaint investigation has been completed as part of this report.